Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging the ins too frequently. The patient mentioned that they were charging the ins to 100% and then charged the programmer. The patient said that when they looked at the ins battery level it depleted quickly. The patient said "I cannot charge every 5 minutes". The patient asked if there were devices where they did not have to charge everyday. The patient stated they did not feel stimulation/vibrations. The patient said that the ins battery went down yesterday and they felt 'crippled'. The patient also reported that they were having pain where the implant was. The patient said they were going to call their doctor but it was okay now and they felt better. The patient was directed to their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that their device was not charged but lately the implanted battery depletes quickly. When the patient charged it the device then depletes and requires too much charging; they had to charge everyday. The patient mentioned that she had asked the manufacturer representative about batteries that don¿t need charging and was told with that type she would feel the tingling in her leg which she hates. The charging issues had not been resolved.